Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Complaint sample discarded by customer

Event description:
The casing at the csf port was cracked, so a csf leak was discovered upon flushing the blocked drain. The bung at the csf port was removable. Patient outcome not known. No reported adverse event to patient. On (B)(6) 2014, additional questions asked to customer: what does ¿the bung at the csf port was removable¿ mean? The needleless csf sample port was removable (by twisting with normal pressure) from the hard plastic joint casing where the word csf is written (which is, right by the word csf on the joint, also the location where the leak was identified). What actions were taken by the surgeon? As the system was blocked and not able to be flushed open during use, the decision was made to replace it with an identical unit. Was the system replaced? Yes.